Event description:
It was reported that cartridge alarm 30 occurred on pump, and caller noted consecutive cartridge alarms with different cartridges even though pump was out of warranty. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if needed, and technical support confirmed issue and arranged pump replacement while caller declined offer for out-of-warranty loaner pump.